Event description:
It was reported that the catheter was placed ok. A kink was discovered by anesthetist during bypass surgery. Surgeon operating had to remove this catheter through an incision made in the right atrium which would ordinarily by unnecessary. After completion of scheduled surgery for coronary artery bypass grafts, pt left for cardiac high dependency unit. Further info has been requested to confirm that the product was ok prior to the procedure and that it became kinked due to an accident during the procedure.

Manufacturer narrative:
Device not returned.